Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic, upon interrogation noise on the right atrial and right ventricle leads were noted. Both leads appeared electrically stable through threshold, sensing, and impedance measurements. Physician elected to continue to monitor the leads. Patient was stable.

Manufacturer narrative:
The reported events of noise, oversensing, insulation anomaly and lead damage were confirmed in the laboratory. A complete lead was returned in two pieces. The connector portion measuring 13.2 cm and the distal portion measuring 47.3 cm. Visual inspection found full breached outer insulation degradation adjacent to the connector boot region measuring at 4.5 cm from the connector pin. The outer insulation in this region was also found to be separated and the outer coil was stretched consistent with procedural damage. The cause of the reported events of noise, oversensing and insulation anomaly is due to the full breach insulation degradation while the cause of lead damage is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes physician believed the oversensing noise that was present in both the right atrial and right ventricular leads was due to some sort of lead-to-lead interaction. The leads were explanted and replaced on (B)(6) 2019. Prior to procedure, visual insulation damage was noted on the proximal portion of the right ventricular lead near the device header. Further lead damage was incurred during the extraction procedure. The patient was stable after the procedure.